Manufacturer narrative:
A umano service technician went on site and investigated the device.the scale system was giving proper scale readings (0,1kg error) with calibrated weights which is within the tolerances of the product ± 0,5kg). The 3kg error could not be duplicated in normal use. The service technician investigated the surroundings of the bed and was able to duplicate the scale reading error if the bed is moved after the scale zero is performed and if the power cord is pulled on or if the bed gets stuck on the wall. No corrective action required. This is a user error. The bed is functioning as expected. Trends will be monitored.

Event description:
It was reported by the user that the bed was showing an error of 3kg on it's scale system during a hemodialysis intervention with a patient. The weight difference caused the patient blood pressure to drop and fainted.